Event description:
It was reported that the two custom made cannulas were not made according to the customers specifications. The customer requested a stomaseal in "2 steps" (proximal and distal). The proximal one was there but not the distal stomaseal (the one that needed tod go down to the cuff). No patient complications were reported in connection with this incident.

Manufacturer narrative:
Visual inspection of the returned tracheostomy had confirmed the customer complaint. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.